Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve (serial: (B)(6)) was chosen for implantation utilizing a small flexnav delivery system (lot: 9212797). The had tortuous and calcified anatomy. While advancing the flexnav through the anatomy, it was unable to pass through the right external iliac artery. Considerable load was applied to the flexnav, resulting in the valve capsule becoming bent. A replacement flexnav (lot: 9212797) and 25mm navitor (serial: (B)(6)) was then implanted successfully, using a introducer sheath. The patient was reported to be stable. There were no patient consequences or clinically significant delay.

Manufacturer narrative:
An event of difficult to insert and material deformation was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Reportedly, the patient have tortuous and calcified anatomy. While advancing the flexnav through the anatomy, it was unable to pass through the right external iliac artery. Considerable load was applied to the flexnav, resulting in the valve capsule becoming bent. Based on the information received, a cause for the reported difficult to insert and material deformation appear to be related to patient anatomy and procedure condition. There is no indication of a product quality issue with regards to manufacture, design, or labeling.